Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call of issues with the customer's insulin pump. The son states they received replacement battery cap, but are still having issues with failed battery test. The customer's blood glucose level at the time of incident was unknown. The customer was advised that the device would need to be replaced and returned for analysis.